Event description:
It was reported that the user experienced hypoglycemia, with the most recent low reported at 68 mg/dl, after meal announcements while using the ilet, following recent discontinuation of ozempic, and performed a factory reset with guidance; the lowest glucose reported during the incident was 68 mg/dl, the out-of-range duration was about 15 minutes, and the device alerted for low glucose. Symptoms included dizziness and blurry vision. Outcomes included the need for oral carbohydrate treatment without outside assistance or medical intervention. Investigation included troubleshooting and education provided to the user, including factory reset steps and guidance to complete setup after obtaining a new cgm reading. Investigation of this case revealed hypoglycemia with an unclear cause in the context of meal announcements and recent therapy change, with the device functioning in that it alerted for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.